Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a molecular false positive result was obtained. One occurrence. No patient impact reported. The following information was provided by the initial reporter: customer received molecular false positive for c. Tropicalis. Biofire panel type (bcid1 or 2): bcid 2. Biofire catalog: unknown. Biofire lot number: 1547223. What result did the customer obtain from the bd product? C. Tropicalis and staph spec what result was the customer expecting to obtain (if different from the obtained result) no c. Tropicalis.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a molecular false positive result was obtained. One occurrence. No patient impact reported. The following information was provided by the initial reporter: customer received molecular false positive for c. Tropicalis. Biofire panel type (bcid1 or 2): bcid 2. Biofire catalog: unknown. Biofire lot number: 1547223. What result did the customer obtain from the bd product? C. Tropicalis and staph spec what result was the customer expecting to obtain (if different from the obtained result) no c. Tropicalis.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 3145821. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.